Event description:
The customer reported that the system was displaying a communication error message and would not expose. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.